Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the additional information indicates that a water-soluble lubricant was not applied to the top of the cap prior to advancement of the accessories. The instructions for use state: "apply water-soluble lubricant to top of cap as needed to ease passage of accessories." Failure to apply lubricant is the most likely cause of this report. Prior to distribution, all fusion wire guide locking devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that a water-soluble lubricant was not applied to the top of the cap prior to advancement of the accessories, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion wire guide locking device. It was reported that during the procedure, it was impossible to pass the material [accessory] through the blocker [wire lock] (test with several pieces of material). Then the blocker [wire lock] was changed, and then it was ok. Clinical consequences: disruption of the ercp procedure, mobilization of the guide wire which did not remain in place when the blocker [wire lock] was changed. [Loss of wire guide access]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.